Event description:
The customer obtained non-reproducible higher than expected vitros trop I es result on samples from five different patients when processed on the vitros 5600 integrated system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The results were reported out of the laboratory and one patient was treated based on the result. Corrected reports were issued for all five samples. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that non-reproducible falsely elevated trop I es results occurred on five patient samples when processed on the vitros 5600 integrated system. The possibility that poor sample processing had contributed to the results could not be ruled out. The investigation could not confirm that the sample in question was processed in accordance with the tube manufacturer's recommendations. It is possible that cellular debris, due to poor sample preparation, may have been present in the affected samples, although this could not be confirmed. A definitive root cause could not be determined. However, pre-analytical sample processing cannot be ruled out as a contributing factor. The root cause of this event is unknown.